Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: we have been having issues with frequent intravascular catheters with both the cse and epidural kits. The catheter seems to be "more stiff" if that makes sense. The other issue with the kits, is that the glass lor syringes are "sticking." We wet them with the saline multiple times, but the syringes stick and do not glide smoothly. The intravascular catheters have not had an adverse effects for the patients, but have resulted in longer placement times along with multiple placement attempts. The lor syringe issue did result on one wet tap during placement. This did require a blood patch.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.